Manufacturer narrative:
The insulin pump was received with a blank display and moisture damage due to corrosion at the electronic and motor assembly. No frozen screen was noted.

Event description:
The customer called to report a frozen screen and blank screen after dropping the insulin pump in water. Advised that the insulin pump was replaced. Nothing further was reported.